Manufacturer narrative:
This lead has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead has had ongoing observations of out of range pace impedances and oversensing. A lead issue is suspected at this time. The rv lead remains in service and the patient will be enrolled in remote monitoring. No adverse patient effects have been reported. Additional information was received which reported that this rv lead was fractured, and pacing impedance measurements of greater than 2000 ohms were observed. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead has had ongoing observations of out of range pace impedances and oversensing. A lead issue is suspected at this time. The rv lead remains in service and the patient will be enrolled in remote monitoring. No adverse patient effects have been reported.